Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received an insulin flow blocked alarm. The customer's blood glucose was 4.8 mmol/l at the time of incident. The customer stated that the insulin was not able to exit the tubing of the fusion set. The customer was assisted with troubleshooting and the issue was resolved by changing the reservoir. The device is not expected to be returned for analysis.